Event description:
The car 27 was used during left hemicolectomy surgery. The surgery course and anastomosis creation went well. At day 7 pt's fever was elevated and a CT scan confirmed anastomotic leak. Since the leak was minor, the pt was treated with antibiotic. The pt is doing well and was discharged from hospital.